Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00911; 509-00-432, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dr. Implanted a 44 +8 glenosphere and a 44 std poly to create more range motion and lateralization.